Manufacturer narrative:
(B)(4) - receptacle loose. Results - eval of the returned product found the nurse call cable fits loose inside the receptacle. There was power to the alarm which passed all functional tests. Note: the instructions for use has a warning statement: always check to ensure staff can hear alarm at the furthest possible distance before leaving pt unattended. When connecting the alarm to the nurse call system, check that the nurse call cable is securely connected to the alarm and the nurse call panel. Always test alarm and nurse call function if nurse call cable is plugged into the alarm and wall jack. Activate the alarm (remove pressure from sensor, unfasten chair belt sensor, or activate pir sensor) and make sure the nurse call light for the proper bed and room activate in the appropriate nurse's station location. Remove the cable from the wall jack and make sure the visual or audible alert at the nurse's station immediately activates. (B)(4).

Event description:
The customer reported the nurse call receptacle is loose. When an attempt is made to connect the nurse call cable falls out. No visible damage to the outside of the alarm reported. There was no pt incident or injury reported.